Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while changing out the reservoir. The customer's blood glucose level was 146 mg/dl. While troubleshooting, it was reported that the drive support cap was sticking out, but was not pressed while the customer was connected. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.